Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: review of the black box revealed several records of unexplained power on reset. The battery compartment was confirmed to be cracked. The pump powered on normally with the returned battery cap securely in place. The pump was exercised for 24 hours without interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed the alleged damage but did not duplicate a power issue. (B)(4).